Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed that the stent graft had migrated into the aneurysm sac and a type ia endoleak was identified. The aneurysm sac now measured over 8 cm in diameter. Per the physician, the cause of the event was unknown. The patient was transferred out to another institution. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported migration leading to proximal type I endoleak could not be conclusively determined from the single p ost-implant 3d recon image provided. The pre-implant anatomy information, films during implant, earlier post-implant films, and additional films that showed the aneurx migration and proximal type I endoleak were not provided. The location of bifurcate at implant was unknown. The 3d recon image showed that the bifurcate was currently sitting in the aneurysm sac from possible migration. It is possible that aortic neck dilatation due to disease progression may have contributed.